Event description:
A plastic piece of the bipolar forceps tip got detached during surgery. (B)(4) 2014 additional questions have been asked to clarify event description, however a response has not yet been received. Based on the affiliates rationale for reporting the event as they stated, "may have lead to a serious deterioration in the state of health of the patient, if not removed." We are assessing this complaint as a reportable event.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
Evaluation of the returned isocool tips (2- 1 set) confirmed the complaint. The silicone o-ring is detached from one of the tips. Visual inspection of the second tip revealed that the o-ring is properly placed and secure. The exact cause of the detached o-ring could not be verified, however, it is likely that during insertion of the tips into the isocool handle the o-ring area was grabbed/pulled resulting in o-ring detachment. It is likely that the o-ring detached during use, if this area is grabbed/pulled during insertion o-ring damage and/or detachment can occur. There were no other anomalies noted on both tips. This is the first complaint of this type for this product code and lot number. We will continue to monitor for this or similar complaints for this product code. At the present time this complaint is considered closed.